Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a maintenance required message and get a power test failure code #14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified the power-up test fails# 14. Performed drive regulator calibration and test failed. Replaced drive regulator. Performed drive regulator calibration and it passed. Cardiosave iabp services completed, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The failure analysis and testing dept. Received 15 04_fipc drive pressure regulator. With a reported unit failure of maintenance required message and power up tests failed code# 14. The fat dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing department installed 15 04_fipc pressure regulator in the cardiosave test fixture and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department ran the pumping test for 2 hours then ran all manifold test . The test fixture unit passed all manifold tests. The fat dept. Could not verify the failures described by the customer. Retaining the pressure regulator in the fat department per procedure.